Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations and non-conformances were recorded. Quality engineer and complaint analyst reviewed the sample returned by the customer. Filter was removed from cartridge by customer and only the filter was returned to argon. Filter was visually inspected and no damage was noticed on the product. Filter was put in warm water for 3 seconds and filter opened normally without any issues. No damage was found on the anchor. Product complaint mode could not be confirmed during the evaluation and the complaint was not confirmed. No further evaluation is needed at this time. No corrective action is required because a manufacturing defect could not be confirmed.

Event description:
The filter was deployed ij and the legs would not expand. Bumped the clot and was worried it sent clot, but did not.

Event description:
The filter was deployed ij and the legs would not expand. Bumped the clot and was worried it sent clot, but did not.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.